Manufacturer narrative:
Additional information was received that the physician determined that the patient wasn't allergic to the device but had (B)(6). The patient was treated with a topical treatment. The patient will no longer be explanted.

Event description:
A report was received that the patient broke out in hives. The physician performed an allergy test which came back that the patient is allergic to several metals that compose the ipg. The patient will be explanted and implanted with a competitors system.

Event description:
A report was received that the patient broke out in hives. The physician performed an allergy test which came back that the patient is allergic to several metals that compose the ipg. The patient will be explanted and implanted with a competitors system.